Event description:
Add'l info provided by the consumer stated the intraocular lens (iol) was exchanged with a different iol model. The glare symptoms have improved.

Event description:
A consumer reports that after cataract surgery and intraocular lens (iol) implant consumer sees a "scattering of light in low light conditions from a single light source, such as a light bulb". Visual acuity is 20/15.